Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had several questions marks and invalid data upon interrogation. It was noted that the patient had received radiation therapy in the past. The caller was instructed to have the device re-interrogated and have the patient transmit after eight hours. The device is still in use. No patient complications have been reported as a result of this event.